Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. Customer was unable to deliver a bolus due to the unresponsive touchscreen. Customer was taken to the emergency room and subsequently hospitalized due to diabetic ketoacidosis, gastroparesis, and a blood glucose level of 400 mg/dl. Customer was treated with intravenous fluids and an insulin drip. Customer was out of the emergency room at the time of the report with tandem technical support, however, customer could not provide exact release date.